Manufacturer narrative:
The device will not be returned, as reported by the complainant. Based on reported information, integra has initiated an investigation.

Event description:
It was reported by a care provider, the blue covering sticks together after the application has been in place for a week and makes it difficult to remove the tegaderm (dressing). "They need to invent an easier covering or none at all". There was no adverse consequence to the patient.